Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and a "service required" code was found in the ventilator's downloaded event log. The device's active exhalation control module was replaced to address the issues.